Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Based on the results of the investigation, the most probable cause of the findings is component failure. The evaluation also identified an additional finding of a detached connector/coupler. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image. The issue was identified during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Event description:
It was reported the camera head had no image. The issue was identified during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.